Manufacturer narrative:
Sientra complaint: case (B)(4). Device analysis: the device was returned intact and functional with light yellowing; some creases were observed. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 3-left side, bilateral breast ptosis-left side.